Manufacturer narrative:
Reliability analysis inspected three opened and used partial enlite sensors and found 1 of 3 sensors with needle bent inside sensor. Two remaining sensors had missing needle.

Event description:
The customer reported via phone call that the sensor came out during insertion. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.